Event description:
Customer observed a falsely low advia centaur tsh3-ultra (tsh3-ul) result compared to repeat testing on two other advia centaurs using the tsh3-ul assay and an alternate method . Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp tsh3-ul result.

Manufacturer narrative:
The cause for the discordant, non-reproducible advia centaur xp tsh3-ultra result is unknown. The customer noted that the sample was a serum sample from a gel tube. The sample was clear. The customer noted that quality control results were within range or patient samples would not have been tested. A siemens' customer service engineer (cse) went on site and checked the luminometer dark counts, wash station aspirate and dispense performance, sample probe alignment, reagent probe alignment, acid and base dispense, reagent probe dispense and wash 1 dispense at the wash station. Nothing was found to indicate an instrument malfunction. The cse ran 20 replicates of controls and results were all within range with good precision. The non reproducible result was observed on this one sample only and could have been caused by sample integrity. No further evaluation of the device is required.